Event description:
It was reported the pacemaker refractory period test displayed high readings. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event. No analysis or repair was performed because service for this device was discontinued on (B)(6) 2001, with duly notification to customers, and necessary equipment to test/repair is no longer available.